Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test with values of 20.70 psi (pounds per square inch) and 22.60 psi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The pump was received with a missing keyhole assembly making it unserviceable. Testing could not be performed to confirm or refute the customer reported " ¿pump failed downstream (distal) occlusion sensor test". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified through testing of the pump and a cause could not be established. The device is deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.